Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient fell and felt a pop in spine. Patient reported they lost stimulation in back but was still feeling it in their legs. It was reported back pain had returned since the fall. Patient fell for unknown reason. The manufacturer's representative reported they met with the patient on (B)(6), ran impedances and they were all within normal range. Rep reported that they made changed to programming to try to achieve better back coverage. Issue has not been resolved since the report. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative. It was reported that the healthcare provider (hcp) plans to do imaging to determine if the leads migrated. Rep reported they were not sure when this would take place. The clinic will be in contact with the rep after x-rays are done to decide next steps.

Event description:
Additional information was received from the patient. It was reported that. Pt had it installed on (B)(6) 2018 and it worked perfect but pt fell, she tripped over a tree root and the wire got pulled, she went to the doctor, they did x-rays and stuff and ended up pt had to have surgery in (B)(6) 2018 and they put the wire back or as close as they could.

Manufacturer narrative:
Concomitant medical products: product ID 977a260 lot# /serial# (B)(6), implanted: (B)(6) 2018,explanted: (B)(6) 2018, product type lead product ID 977a260 lot#/serial# (B)(6), implanted: (B)(6) 2018, product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# -(B)(6) implanted: 2018--(B)(6) explanted: 2018--(B)(6) product type lead product ID 977a260 lot# serial# -(B)(6)implanted: 2018-(B)(6) explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the customer discarded the device.